Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was both moderately calcified and tortuous and 90% stenosed. The mini trek rx 2.00 x 12mm balloon ruptured at 10 atmospheres during the first dilation. There was resistance with the lesion during advancement and removal. A new trek was used and the procedure was completed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.